Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was taken to the emergency room with a blood glucose level of 600 mg/dl. Caller reported that the incident was due to infusion set tape not sticking. Customer's mother reported that prior to the incident, the customer had a blood glucose level of 300 mg/dl, which she tried to correct for, then noticed that the set was not attached. Customer's mother reported that she changed the set, then the customer's blood glucose level went to 400 mg/dl and remained high. Blood glucose level at the time of the call was 86 mg/dl. The insulin pump was not replaced or returned for analysis.